Manufacturer narrative:
Visual examination found no malfunctions.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-02432. Related manufacturer reference number: 2017865-2021-02436. Related manufacturer reference number: 2017865-2021-02437. It was reported that the patient presented for the extraction of the implantable cardioverter defibrillator, right atrial, right ventricular and left ventricular leads due to infection. The patient was in stable condition.